Event description:
The customer stated that an elevated architect lithium result of 2.4 mmol/l was generated on a patient that had come off of lithium. The patient's previous result was 0.4 mmol/l. The sample was repeated and a result of 0.1 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service found air bubbles in the r1a syringe, the syringe seals and o-rings were replaced. Field service found the wash flow rates to the mixers and reagent wash cups were low, the flow was increased back to specifications. The cuvette drier tips were also replaced, and the nozzles and cuvettes cleaned. Review of the instrument service ticket history found that the customer had reported optics errors approximately 3 weeks previously; the water pressure was found to be high and was adjusted down to proper range. The current complaint indicates the flow rates were low and had to be increased, suggesting that the water pressure was erratic and was a contributing factor. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.